Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to improper refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed. The returned sample was inspected at (B)(4) microscope magnification. Visual inspection revealed surface residue (fibers/particles) adhered to optic body compatible with handling the lens. No other cosmetic defect was observed in the sample returned. Optical measurement was performed by certified operator. Optical inspection results showed that the lens diopter correspond to a 21.5d. The diopter measurement for the sample returned was within product specification. A review of the manufacturing records showed no deviations. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The result of the manufacturing record review does not suggest any fault for diopter power in the lens reported. The intraocular lens reported was released within the diopter specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.